Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had previously reported similar issues and was advised that the technical support would replace the pump. Although the pump was out of warranty, the customer was interested in obtaining an out-of-warranty loaner pump and planned to continue using the current pump in the meantime.